Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd integra had a needle retraction failure. The following information was provided by the initial reporter: "xxx called about the needle braking off in the person she was administering medication to. The 3 ml bd integra¿ retracting safety syringe with 25 g x 1 in. Item 305270 shot into the person and did not retract. They went to the ER and had an x-ray but were not able to extract the needle. Xxx has several more syringes with this same lot number and want to make sure there will not be another problem."

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation. No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis of the affected device. Examination of the product involved may provide clarification as to the cause for the reported failure. We regret any inconveniences this incident may have caused you and your facility. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.